Manufacturer narrative:
The device was in use for treatment. The lead was capped (taken out of service) and was not returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The lead remained implanted for approximately 13 years, 11 months. Low impedance is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records were reviewed and no rejects were identified during manufacturing of this lot. In addition, a review of complaints found no additional complaints against this lot. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that the right atrial (ra) lead is exhibiting impedance measurements in the mid 200 ohms range. The lead was capped (taken out of service) and replaced. No adverse patient effects were reported.